Event description:
The customer reported ise (ion selective electrode) sample pot overflow and generation of erroneously high ise patient and quality control (qc) results, on their au5800 clinical chemistry analyzer (pn b96697, sn (B)(6). There were no erroneous ise patient results released outside the laboratory. There was no adverse event, harm, injury, exposure, change/delay in treatment associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field application specialist (fas) and field service engineer (fse) were dispatched. Multiple malfunctioning hardware parts were identified as the cause of the issue. Replaced multiple consumable hardware parts that included buffer syringe, sample probe, solenoid valve, valve, and roller pump tubing. The fse reset all connections on ise pcb along with cleaning buffer valves, reference reagent line, and performed sample probe alignments verification to resolve the issue. Ran multiple known samples and calibration passed with ise qc within specified range. The instrument was verified to be operational per established test and inspection procedures and customer was satisfied. Section a2, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).